Event description:
It has been reported to philips that the system would not turn on. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the review module and returned the system to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not turn on. A review of the system logfile didn¿t confirm the reported malfunction. Upon functional testing, the fse confirmed that the power on button of the review module was not responding. The part analysis of defective review module was performed, and it concluded mechanical damage and button defect. To resolve the reported issue, the fse replaced the review module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.